Event description:
A patient complained of a poking sensation in her urethra approximately 2-3 weeks following a urethral bulking implant procedure. The doctor performed a cystoscopy, observed exposed material and felt that the tissue would heal on its own. The patient later received a sling to treat incontinence. Her condition has improved. No additional information or further complications have been reported.